Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic was dried on the lens. One haptic is bent in the distal area. The associated qualified cartridge was not returned. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if a qualified viscoelastic was used. The root cause for the complaint of lens stuck in the cartridge cannot be determined. The lens was not returned in the reported condition. Bent haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a lens stuck in a cartridge during an intraocular lens (iol)implant procedure. There was contact between the product and the patient. There was not a back up lens available, therefore the procedure was cancelled. Additional information was provided indicating that a lens was later implanted without issue.